Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The home patient (hp) stated they were not able to cycle power to the machine to clear the alarm. The technical service representative (tsr) advised the hp to call at the time of the alarm for troubleshooting assistance. There was nothing found that would cause or contribute to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.